Manufacturer narrative:
Event summary: patient data files showed at least one application was performed with balloon catheter afapro28, lot # 19878 without any issues or system notices on the date of event. In conclusion, the reported clinical issue (tamponade, hypotension, effusion) cannot be confirmed through data analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a slight effusion and tamponade were observed after transeptal puncture with a competitor's needle. A slight drop in blood pressure was observed. The procedure continued; however, the effusion grew and the blood pressure continued to decrease. Drainage was performed and the procedure was aborted. No further patient complications have been reported as a result of this event.